Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor showed an episode of noise. The device remains in use. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.